Event description:
A female patient underwent an uncomplicated coronary intervention in early 2009 via a 6f sheath inserted into the common femoral artery. Peri-procedural medications included angiomax. At the end of the procedure the physician, trained to the mynx device, proceeded to use the mynx device for femoral artery closure. Bp was 113/73 and act was not obtained. The physician did not perform a femoral angiogram prior to mynx device deployment to assess suitability of closure. Hemostasis was achieved without complication, and the patient was ambulated and discharged per standard hospital procedure without incident. Later that evening, it was reported that the patient bent down at home, and began to feel lightheaded and diaphoretic with complaints of flank pain. She was sent to the hospital and CT scan confirmed a large retroperitoneal bleed. She was taken to surgery in which they found no active bleeding. The femoral artery was reported to be intact and a hematoma evacuation was performed. The patient reportedly tolerated the procedure well and was discharged the following month, without further incident. No further information was obtained.

Manufacturer narrative:
Based upon the information provided and the investigation performed, the exact cause of the retroperitoneal bleed could not be determined. Per the mynx IFU, suitability of closure should be confirmed via femoral arteriogram prior to mynx deployment. Do not use the mynx closure device if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site. In addition, per IFU, do not use the mynx vascular closure device if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal bleed.